Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that the reservoir is occluded. Customer's blood glucose was unknown. Wife did not provided any further information in regards to the occlusion. The customer was sent a replacement.